Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer did not retain the model and lot number which determines the date of manufacture and the 510k. One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the flange is separated from the tube. A dimensional test was performed to the flange lug pins and all the readings are within according to specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the inner cannula disconnected from the tube. Customer indicated the patient experienced respiratory distress. Medtronic is requesting additional information regarding the circumstances of the patient event.